Event description:
A medtronic representative reported that during a cranial shunt placement the surgeon alleged an inaccuracy. No specific measurement was provided. The surgeon was using synergy cranial 2.2.6. The surgeon opted to discontinue the use of navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Surgeon declined to provide additional details. No patient files/exams/scans have been returned to manufacturer for evaluation.